Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including a guide wire assembly, arrow raulerson syringe (ars), introducer needle and 2-l catheter for analysis. Signs of use were observed on the returned guide wire. Visual analysis revealed that the guide wire contained one kink along the body. The distal j-bend appeared intact. Microscopic examination confirmed the defect and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 509mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.807mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars), introducer needle, and catheter. Minimal resistance was encountered as the guide wire was threaded through the components. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink along the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.